Manufacturer narrative:
A device history record(DHR)review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. In the image it was appreciated that one person clinician has a pd catheter in the hands. In these picture showed a kinked in the shaft of the catheter near the cuff. In addition the device showed signs of use. The reported condition has been confirmed with the photo provided by the customer. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time. It can be concluded that the catheter was more likely damaged during use. The most probable root cause can be considered as misuse. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process cont rols are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter shaft was kinking and rolling. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record(DHR)review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of this photo was performed. In the image, it was appreciated that one person clinician has a pd catheter in the hands. This picture showed a kinked in the shaft of the catheter near the cuff. Visual inspection of the sample revealed the same condition of the photo a kink near the cuff; besides, the catheter present signs of use which indicates that it was manipulated. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; it can be concluded that the catheter was more likely damaged during use. The most probable root cause can be considered as misuse. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.